Event description:
T was reported that the instrument was noticed cracked after washing in decontamination pre-surgery.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the device shows signs of use in the form of nicks along the shaft. The reamer head is cracked in two (2) places at the cutting edge. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.